Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. A lead tip stiffness test was performed and found to be within specifications.

Event description:
It was reported that during rv threshold testing, non-capture was noted. A chest x-ray was performed for possible perforation. The lead was explanted and replaced when repositioning was unsuccessful.